Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum and reagent on tip clamps and tip clamp sleeves of position # 3, 8 and 9. Replaced the tip clamps and tip clamp sleeves on positions #3, 8 and 9. The instrument was tested without further problem and was returned to expected operation.